Event description:
The external pulse generator was returned as a trade-in/exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper and lower cases, ring cover and battery drawer were broken, that the upper case was dented, both bail covers as well as both bails were missing, the battery contacts were compressed and the battery drawer needed an o-ring. (B)(4).